Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the event was failure of the power supply and igniter due to deterioration associated with the age of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty power supply and igniter firing weak.

Event description:
Olympus was informed of a report that the main lamp was replaced but was not lighting. The spare lamp was still coming on despite replacing the main lamp. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed without a delay using another device. There was no patient injury or harm associated with the reported problem.